Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring 2314 ohms. A lead safety switch (lss) was also declared that switched the configuration from bipolar to unipolar sensing. Additionally, technical services (ts) reviewed device data and determined there was a failed right ventricular automatic threshold (rvat) due to a low evoked response (ER). Ts suspects the lead is compromised and recommended bringing the patient in for evaluation and chest x-ray. The sales representative will discuss with the physician. No adverse patient effects were reported.